Manufacturer narrative:
The device was received at our karl storz us facility where it was serviced and returned to the user facility, therefore it will not be forwarded to the manufacturing site for evaluation. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was failure of led light, the led light "starting to dim and then eventually gone out completely". No patient or procedure involvement. No negative impact in state of health reported.